Manufacturer narrative:
(B)(4). Instradent USA is submitting the report on behalf of (B)(4).

Event description:
The dentist reported the non osseointegration of one dental implant cm alvim implant 4.3x13 mm but did not provide any other information about the case.